Event description:
It was reported that the insulin pump was dropped and is now making a loud noise when it vibrates. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The vibrator rattled due to adhesive no adhering to the case. The insulin pump had minor scratches on the display window, cracked display window corners, cracked reservoir tube lip and a missing end cap sticker.